Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. The initial accu tni result was 1.37ng/ml. The result was reported out of the lab. The original sample was re-tested several times of accu tni and the repeated results were in the range of 0.03ng/ml - 0.31ng/ml. The original sample was re-centrifuged and then rerun for accu tni and a result of 0.02ng/ml was obtained. The sample was re-tested once more and results were: 0.01ng/ml and 0.02ng/ml. The erroneous result was amended. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment received regarding this event.

Manufacturer narrative:
Qc performed prior to and after the event recovered within the customer's established range. A system check performed on 08/24/07 passed. The specimen was collected in a greiner vacuette, size 13x75, lithium heparin plasma tube with gel. The sample was centrifuged at 3,000 rpm for 10 minutes. Per tube manufacturer's insert, the tube type used by the customer should be centrifuged at 2,220 g for 15 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument (pm was due in september). The fse conducted a 50 replicate precision run with low control. Fse ran a diagnostic testing and results met specifications. The fse verified repair per established procedures and results met published performance specifications. Beckman coulter inc. (Bci) assisted the customer in reviewing the tube manufacture's insert and helped to calculate appropriate spin force. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.